Event description:
Dr has had at least two and possibly three pts who have developed postoperative infections on one side only. Rptr had just switched to this brand from another brand and was later informed by the competitor's rep that mentor has had recent problems with mycobacterium contamination as referenced in an FDA question/response publication date may 5, 1998.